Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that in the first 6 months of using the aligners three of their teeth cracked and have fallen out. They have always had bleeding since they started treatment. Their bottom teeth are worse now than they were when they started treatment. Their gums are receding and exposing the root of their teeth. They are in constant pain. They have never had any issues until they started the byte aligner treatment.